Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the tenaculum forceps had broken cable. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) followed up with, initial reporter and obtained the following additional information: reported stated that there were no reports of fragments falling into the patient during the last use. The surgery was completed robotically using a backup instrument of the same instrument. Reporter stated that it is unknown if there were any collisions with other instruments or other hard material during the surgical procedure. Reporter clarified that it is unknown how long the instrument was used during the procedure, if the instruments were removed during the procedure and that there was no obvious damage during initial inspection.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.